Event description:
Using a number 5 broach, a number 5 femoral stem failed to position correctly. There was difficulty removing the stem from the femoral canal though no significant damage to the femoral canal. Using intermedullary reamers to 14 mm a second number 5 femoral stem was placed in the femoral canal without incident. During the same case, while seating a peripheral screw in the acetabular socket, the 4.5 mm screwdriver broke off in the screw and was unable to be removed.